Event description:
It was reported that a medical/therapy problem had occurred in regards to an ins device that had flipped, and resulted in chest and arm pain. The pt reported "it flipped while she was getting out of bed." The device was reported as being replaced.

Manufacturer narrative:
(B)(4).